Event description:
Pt was admitted 1/7/94 and diagnosed with gastric mass, probable carcinoma. On 1/10/94 pt had a laporatomy, rouxe-en-y cholecystojejunostomy, witzel jejunostomy and gastrostomy with insertion of gastric feeding tube. On 1/18/94, pt was returned to or for simple mastectomy for adenocarcinoma. Pt was stable after procedures and was tolerating tube feedings. Pt did have some intermittent nausea which required adjustment. On 1/20/94, a student rn instilled 60 cc water into the balloon port of the feeding tube. Nursing staff and physician were unable to remove the 60 cc water from the balloon port, and felt it probably ruptured. Pt shortly thereafter started complaining of more abdominal pain, was running a fever and became hypotensive. Physician felt pt had developed a perforation either from the carcinoma or possibly secondarily to rupture of the balloon on the gastric tube. Due to pt's advanced carcinoma, pt and family refused further surgical intervention. Pt died on 1/21/94. Failure of the balloon port of the gastrostomy tube was repored to co. Ports on the tube are not labeled although the feeding port is larger.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: user education provided. The device was destroyed/disposed of.